Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and based on the legal manufacturer's final investigation. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The automated endoscope reprocessor (aer) used was a invitrotech steelco d51000 washer/disinfector. The device was stored in a typhoon bag in sterile storage. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. The device was used for one outpatient procedure while waiting for the microbiological testing results before the device was quarantined and two endoscopies were cancelled as a result; however, the customer confirmed that there were no suspected patient infections due to the facility findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. This issue is addressed in the instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and the investigation is ongoing. The issue was not confirmed, as the scope was not microbiologically tested by olympus. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for <10 colonies of pseudomonas aeruginosa and < 10 colonies of citrobacter freundi, and when retested, < 10 colonies pseumdomonas aureginosa. The device remained quarantined and the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6) for an additional device reported by the user facility.